Event description:
It was reported that the 9800 sys displayed an "ma error." A "temperature housing error" was also noted during investigation. There was no report of pt injury. The sys is out of svc.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ma failure could not be duplicated. However, identified the temperature error and advised the customer that a temperature sensor may be required. Temperature sensor ordered. Subsequent to the initial investigation, the customer called and cancelled the svc call. The case has been closed based on this call.